Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported device became stuck in the patient could not be replicated in a testing environment as it was based on operational circumstance. The reported guide separation was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device via a 6f sheath after an interventional coronary procedure. Reportedly, the proglide device became stuck in the patient anatomy. Resistance was felt when pulling back the proglide device and the device separated into two pieces. A cut down was performed to retrieve the separated portion and surgical suturing was done to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.